Event description:
It was reported that "the staples appeared to be defective because they would not hold despite being applied properly. Consequence: the dressing was redone because it was soaked 30 minutes after the end of the c- section. Half of the staples were gone. This issue has been reported by all the obstetricians during c-sections closures". At the time of this report, the customer has not returned our requests for additional information. Associated MDR # 3003898360-2024-01194.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). See associated MDR #3003898360-2024-01194. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the staples appeared to be defective because they would not hold despite being applied properly. Consequence: the dressing was redone because it was soaked 30 minutes after the end of the c- section. Half of the staples were gone. This issue has been reported by all the obstetricians during c-sections closures". At the time of this report, the customer has not returned our requests for additional information. See associated MDR #3003898360-2024-01194.